Event description:
Boston scientific received information that this right ventricular lead and device displayed a high out of range shock impedance measurement. This information was provided to the physician and a decision was made to closely monitor this lead and device. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become avialable, this event will be updated.